Manufacturer narrative:
Corrections in b5, h3 and h6: device codes. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: visual inspection revealed no signs of damage. Further inspection was performed by cutting the inserter to be able to visually inspect the u-joint. It was discovered that the u-joint splayed causing the pins to disassemble. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. DHR review: per DHR review, the part was likely conforming when it left zimvie control. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
It was reported that a timberline mpf angled inserter u-joint disassembled so that the thumbwheel was jamming intermittently and would not connect to a cage during impaction. There was no patient harm or injury; however, there was about a 10-minute delay as a straight inserter was used to complete the procedure.

Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. A follow up report will be sent upon completion of the device evaluation.

Event description:
It was reported that a timberline mpf angled inserter would not retain the implant during impaction. There was no patient harm or injury; however, there was about a 10-minute delay as a straight inserter was used to complete the procedure.